Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
A cuff roll was noted on the catheter balloon. No issues upon removal or patient injury.